Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during multiple dilatations, the balloon ruptured. The device was removed and replaced with another of same device and completed the procedure. There were no patient complications nor injuries reported.